Manufacturer narrative:
The complaint of a leak was confirmed, but the exact cause was unknown. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The sample was heavily occluded with a white residue. Close examination of the 35cm depth marking area revealed a pinhole in the catheter. Microscopic examination of the pinhole showed that the fracture site had sharply defined edges, and the damage graduated from the exterior to interior catheter surfaces. The damage was caused by a sharp instrument external to the catheter, and likely occurred prior to insertion, but the timing and source of this damage was undetermined. A lot history review (lhr) of reve0112 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted into patient on (B)(6) 2013. The process went smoothly. On (B)(6), when the patient went back to the hospital for regular maintenance, she found the catheter was leaking. So she pulled out the catheter and figured out there was a subcutaneous leakage at the site of 35cm. So she changed another set of PICC for the further thermotherapy.